Event description:
Additional information was received by the company representative (rep) who reported that the patient's pump was replaced on (B)(6) 2021. The rep asked the facility for the explanted pump but was told that they would not release it and that the pump was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid at 0.399 mg/day via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the critical pump alarm had been going off and she had been going through withdrawal for about 2 days now. The patient was going to be seen soon to pull the logs, but at this point they were not sure why the pump was alarming. The patient had not recently had an MRI and her pump refill was not due yet. Additional information was received from the company representative (rep). The patient was experiencing the critical alarm every 10 minutes due to a motor stall. The patient's pump and pump logs were read on june 7th. The pump showed a stall beginning on june 5th that recovered 12 hours later. The logs showed a stall beginning on june 7th that recovered 9.5 hours later. On june 7th when the rep saw the patient the pump was not currently stalled. It was reported the duration of the motor stalls was not consistent with environmental interference. The patient was asked if they had any new devices that might interfere with the pump (it was indicated they did not). The information was reviewed with the physician and it was decided to program the pump to minimum rate. The device remained implanted but not in service therapeutically. The patient was referred on june 8th for a pump replacement. The patient would need to see the surgeon for an office visit before surgery could be scheduled. The plan was to schedule surgery to replace the pump after the patient sees the doctor. The plan was to replace the pump and return the device for analysis.